Event description:
This is filed to report entrapment, tissue damage and intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. It was noted that the patient came into the procedure in shock on inotropes and on an intra-aortic balloon pump (iabp). An xtw clip was implanted without issue. An xt clip was then positioned on the valve to address the remaining mr. Prior to deployment, it was noted that the xt was slightly more lateral than anticipated. During maneuvering the clip had become entrapped in the chordae. Small maneuvers were attempted but unsuccessful in removal. Since leaflet insertion was ideal the clip was closed and deployed successfully while still in the chordae. A couple minutes after deployment, a tear was noted in the posterior leaflet and the mr slightly increased to grade 2. No further intervention was performed and procedure was complete. The next day, the patient was successfully weaned from the inotropes and iabp. Post procedure transthoracic echocardiogram (tte) was performed. It was noted that the xtw clip remained stable on the leaflets and the xt clip had detached from the posterior leaflet and remained stable only on the anterior leaflet. However, the mr had further reduced to grade 1. No further treatment or intervention was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported entrapment of device (clip caught on chordae) was due to procedural circumstances during positioning of the clip. The reported incomplete coaptation (slda) appears to be related to challenging anatomy (i.e., posterior leaflet was thinner at the grasping location) and the tearing of posterior leaflet. The reported tissue injury was due to challenging anatomy (i.e., thin, furrowed leaflet). The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.